Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
A compressor mini warned for low pressure and was concluded faulty by the field service engineer. The compressor with motor was sent back for further investigation. Visual inspection did not reveal any issues in the returned unit. The motor did not start when connected. The capacitor was changed and the motor then worked. If the issue happens during ventilation, o2 level would go up. The compressor mini would generate low pressure alarm, and the connected ventilator would also generate alarms. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The cause of the broken capacitor has not been determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).